Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09 -jul-2018 with the following findings: during investigation, the data from the date of the black box was overwritten. There was no valid loss of prime event observed in the black box. The ez-prime steps as well as a 24 hr duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measured within spec. Unrelated to the original complaint, battery compartment is cracked on the side from threads to cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.